Manufacturer narrative:
(B)(6). The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues noted with the device. On (B)(6) 2016 the patient was discharged from the hospital following the bronchial thermoplasty treatment. According to the complainant, on (B)(6) 2016 the patient developed bronchial aspergillosis and was administered or increased with a drug to treat the bronchial aspergillosis. The exact type of medication administered or increased was not reported. It was not necessary to hospitalize the patient due to this event. On (B)(6) 2017 the patient recovered from the bronchial aspergillosis.